Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 1nov2018. The customer contacted philip's product support and was advised to replaced the power management (pm) board. The biomedical engineer replaced the power management board to address the reported problem.

Event description:
The customer reported that the ventilator is transitioning from ac (alternating current) power to dc (direct current) power when ac power is connected. The unit was not in use on a patient. The event date was not specified; estimate used.